Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tka, when the surgeon was using the scorpio cr punch/rasp handle with the universal notch prep. Comp. 7/9, the handle broke."